Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 months due to endocarditis and paravalvular leak. An operative report was provided which states the patient "had undergone coronary artery bypass grafting in the past. He subsequently presented with shortness of breath and had a mitral valve replaced...approximately 6 months ago with minimally invasive technique. Since that time, the patient had endocarditis and subsequently presented with shortness of breath. Evaluation revealed 4+ paravalvular leak. He also had an element of renal insufficiency. He was referred for re-operative open-heart surgery...[during the operation] examination revealed a severe paravalvular leak with torn segments of the annulus. The prior valve had been sewn into the edges of the remaining mitral valve leaflets. The valve was explanted and subsequently excised..." Per follow-up with the pathology department, pathology result: calcification of the xenograft leaflet and detached portion of the fibrinoid necrosis debris suggestive of vegetation.

Manufacturer narrative:
(B)(4) vegetations. Device not returned. Unfortunately, the valve was not returned for analysis; therefore, source of the reported infection could not be assessed. Although the root cause of this event could not be confirmed, the information provided suggests that paravalvular leak was likely a result of the patient's infected valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.